Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the hospital that the patient had a persistent driveline infection occurring for several months. The infection was unresponsive to medication. A decision was made to exchange the patient's pump. The patient remains ongoing with the new lvad.